Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the during the intubation protocol and connection of the mechanical ventilator, it presented a face to face occlusion. It remains flexible that despite its proper handling and positioning, it still presented kinks. There was no patient involvement.